Manufacturer narrative:
A partial lead with the connector pin measuring 12.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an alert for low hv lead impedance was seen when the physician performed a pc shock test. On the second attempt, no shock was delivered and another alert for possible output circuit damage was seen. Tachy therapies were turned off. Later the physician could not perform the high voltage lead impedance test. Fluoroscopy was performed and the physician suspected an insulation issue. The lead was capped and replaced. The patients medical condition was good after the event.